Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during video-assisted thoracoscopic surgery with lobectomy. The needle fell out of the device and into the patient cavity along with the suture during passing of the needle through the tissue. The disengaged needle and suture was retrieved. A new device was used to complete the procedure. There was no injury to the patient.